Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that patient experienced shocking and ineffective therapy. Reprogramming did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.